Manufacturer narrative:
The video scope was returned to karl storz for evaluation on 5/16/2018 for issue that it failed the leak test, there was no mention of any related injury or adverse event. Karl storz was not made aware that scope may have been involved with a patient infection until 5/25/2018. The scope evaluation concluded the following: a puncture hole in the channel that caused a leak. The angle cover is leaking, and there is fluid invasion. There is no image and no light output. The scope was deemed not repairable and was discarded. A refurbished replacement scope was sent to the customer.

Event description:
Allegedly, the doctor performed a ureteroscopy with laser lithotripsy procedure on a patient. Post procedure, the patient was experiencing fever and chills. Patient went to the ER and was found to have an infection and was treated with amoxicillin- antibiotics. As per the customer, patient is recovering well.